Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to noise with oversensing and impedance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to noise with oversensing and impedance issues. No additional adverse patient effects were reported. Additional information received reported that lead fracture was identified via fluoroscopy/x-rays and isometrics. Subclavian crush was suspected. During the lead revision, noise and high pace impedance measurements were confirmed with the pacing system analyzer (psa). Lead and header connections were checked and the header was functioning appropriately. Normal pace impedance measurements and no noise were observed on the new right ventricular (rv) lead. No additional adverse patient effects were reported.